Event description:
A customer reported obtaining a reading of 262 mg/dl half hour after eating a sandwich and then experiencing a heat sensation, dizziness and sweatiness. The customer reported he then went to sleep for about an hour and when he woke up the ambulance was called, because he reportedly lost consciousness. The paramedics reportedly obtained a reading of 28 mg/dl and gave him a sugar gel. The customer reported being transported to a hospital where he was diagnosed with severe hypoglycemia, but he did not reportedly know what type of treatment he received. Additionally, the customer reported eating food at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: the customer reported he never calibrated the meter and adc customer service educated the customer the reason for the meter calibration.